Manufacturer narrative:
(B)(4). The reported event of lead migration cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01786. It was reported the patient was not receiving effective stimulation therapy from his scs system due to migration of the leads. Consequently, the patient had his entire scs system removed.